Manufacturer narrative:
Gehc surgery field service engineer tightened wheel cover. Removed label wrapped around crossarm roller wheel. Verified system function by checking image quality. System operates as intended.

Event description:
Customer reported loose wheel cover on mainframe. Cross arm not moving freely. No procedure or pt involvement.